Manufacturer narrative:
The customer's quality control (qc) results were out of range for advia centaur cp ipth assay when the ipth results were reported to the physician(s). The customer was using an incorrect ipth calibrator lot and reagent lot combination. Siemens introduced a new antisera change to the ipth assay in march 2016 per customer bulletin 11221394 rev b, new antisera purification for intact pth (ipth) assay. The customer bulletin informs the customer of the new antisera purification for intact pth (ipth) assay, and the appropriate calibrator lot and reagent lot combination for use. The bulletin was provided to the customer, the ipth assay was recalibrated with the correct calibrator lot and reagent lot combination, and quality control results were acceptable. The customer reported that the ipth assay was used for reporting the patient's results during pth intraoperative surgery. The customer was informed that this is considered an off- label use. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) intended use states the following: "intended use for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The IFU states in the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." The IFU states in the taking corrective action section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: determine and correct the cause of the unacceptable control results: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples, and confirm that quality control results are within acceptable limits before running patient samples. If the quality control results are not within acceptable limits, recalibrate the assay, and repeat step d. If necessary, contact your local technical support provider or distributor for assistance. Repeat testing of patient samples before reporting results. Perform corrective actions in accordance with your established laboratory protocol."

Event description:
The quality control (qc) was out of range for the advia centaur cp intact parathyroid hormone (ipth) assay, and ipth results were reported for a patient undergoing parathyroid hormone (pth) intraoperative surgery. The physician questioned the results, and was expecting lower ipth values. Due to the higher than expected ipth results, and out of range qc results, surgery was extended. The customer recalibrated the ipth assay with a new calibrator lot (c5672) and qc results were acceptable. The patient samples were retested, and the results were similar to what was initially reported. There are no known reports of adverse health consequences due to the extended pth surgery and reported advia centaur cp ipth results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00175 on (B)(6) 2016. On (B)(6) 2016 correction: the 510k number reported in the inital MDR was incorrect. The correct 510k number is k133601.